Manufacturer narrative:
The reported complaint of a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) on the autopulse platform (serial # (B)(4) was confirmed during functional test and archive data review. The investigation findings revealed of imbalance between the two loads cells, load cell module 2 was over reported (defected). Therefore, the potential root cause of the reported ua07 was due to a defective load cell or damaged sustained during mishandling. Unrelated to the reported complaint, a cracked front enclosure on the returned autopulse platform was observed during visual inspection. This type of physical damaged was likely attributed to mishandling. The damaged cover was replaced. During archive data review, ua07 error message was observed on the event date (B)(6) 2019, thus confirming the reported complaint. The initial functional testing of the autopulse platform could not be performed due to ua07 (discrepancy between load 1 and load 2 too large) displayed upon powering on. To remedy ua07, the damaged load cell module 2 identified during service evaluation was replaced. After part replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all the functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported the autopulse platform (serial (B)(4)) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) message upon powering on. The crew was unable to clear the advisory. No patient involvement.